Event description:
According to the reporter, during a procedure, the surgeon clamped the tissue of pulmonary parenchyma, then squeezed the handle of the hand, however could not push the green button. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. The trs material was properly anchored to the anvil and cartridge. The sutures were intact. Functionally the reload was loaded into a post market vigilance representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.